Manufacturer narrative:
(B)(4). Concomitant medical products: 00999602135 zmr femoral body 62423266, 14.32.06-20 cocr femoral head 2716194, 00630505632 acetabular liner 62328408, unk acetabular shell unk. Event occurred in (B)(6). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to implant fracture approximately 5 years post implant. Attempts have been made and no further information has been provided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays identifying poor proximal bone quality. The size of the proximal component of the stem is smaller relative to the femur was also seen. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.